Event description:
It was reported that a smiths medical pump alarmed "no disposable pump clamp tubing". Pump settings: rate: 1.5, res vol:18.9, given: 125.15. Air in tubing was noted. No injury to patient was reported. No further information available.